Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Multiple "downstream occlusion!" Alarms however the log does not distinguish true and false alarms.  The pump was found to function as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.